Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom was not confirmed during the event history log (ehl) review. The reported condition was verified. The device was found out of specification in relation to the reported issue with door sensor, pump does not turn on when the door is opened, which was reproduced. Evaluation observed the device was unable to power on when the door was open with the slide clamp. Further inspection found the device was unable to recognize the door was open. The reported symptom was verified and found to be caused by a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the door sensor, the pump did not turn on when the door was opened. There was no patient involvement. No additional information is available.